Event description:
It was reported that during the procedure in the mildly tortuous and heavily calcified left internal carotid artery, the emboshield nav6 was deployed at the target site. An xact stent was deployed at the target lesion. The emboshield retrieval catheter was advanced and the emboshield was retrieved. As the device was crossing the newly implanted xact, the emboshield caught on the stent struts and popped out of the retrieval catheter. The physician was able to pull the emboshield back into the retrieval catheter, but it again caught on the stent struts and popped out of the retrieval catheter. The physician then advanced the sheath and retrieval catheter partially through the stent and was able to retrieve the emboshield. Upon removal, it was noted that the emboshield filter membrane had split open, but remained in one piece. There was no damage to the xact stent and no additional intervention was required. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The damage to the filter element was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.